Manufacturer narrative:
An event of device deformity during implant was reported. It was also reported that the device made contact with cardiac tissue. There were no adverse effects to the patient. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). An 18mm sizing balloon was used to measure the asd as 10.5mm. During implant the right atrial disc took on a bulbous shape. It was also observed on echocardiogram that the device made contact with cardiac tissue. The device was not released from the delivery cable. The device and delivery system were both removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder and 8f amplatzer talisman delivery sheath. There were no angulations or kinks noted on the first delivery system. There were no adverse effects to the patient. The patient status was stable.